Event description:
On 4/13/2022 it was reported, by a sales representative via email, that the pigtail passers from ar-8690ds implant system wires would not advance past the curve of the pigtail. Surgeon opened a viper and was used to continue the case. This was discovered during a procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Not confirmed. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. However, due to the device being returned unpackaged, we are unable to confirm the reported event.